Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injector did not retract and unable to create the implant to stabilize properly in the proper place in the left eye against the xen45 gts. Surgery was completed with another xen45 gts. There was no eye injury.